Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood present on the implant drive feature. No significant damage was identified. Product matched print specification when measured. Moderate bone density (type ii) bone was noted on the product experience report. The reported device was located on tooth #19 and was used for approximately 8 days. X-ray or picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Complainant reported that the . It was reported that the implant was removed due to pain and a metallic taste. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain and a metallic taste. The implant went in with no issues (lots of width & height of bow) patient described metallic taste and pain, symptoms did not go away and the implant was removed.